Event description:
It was reported that syringe 50ml ll had foreign matter inside. The following information was provided by the initial reporter: during the preparation of drugs, a hair that was stuck inside the syringe was discovered.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/5/2021. H.6. Investigation: one photo and one sample was provided to our quality team for investigation. Through visual inspection, a hair can be observed around the syringe. A device history review was performed for the reported lot 2010059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined this incident is likely due to personnel not following proper gowning procedures. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter inside. The following information was provided by the initial reporter: during the preparation of drugs, a hair that was stuck inside the syringe was discovered.